Manufacturer narrative:
Event was initially reported by a call from the patient's mother directly to coopervision. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no clear indication that the device could have caused or contributed to the incident. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the patient's complaint. No conclusion can be drawn. This is being reported as corneal edema. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
Patient was wearing avaira toric (enfilcon a) lenses. Patients eyes became extremely red, swollen and hurt very badly. Patient went to o.d. And could not open eyes, and had photophobia. Patient was using complete multipurpose solution and wearing the contact lenses on a daily wear basis. Patient was prescribed zylet 4 times a day and refresh optive 4 times a day. Patient went to (B)(6) for a follow-up. Patient had mild dryness and ocular status was almost normal. Contact lens uses was permanently discontinued on (B)(6) 2011.